Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is not a product issue. The associated MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown, lot#: unknown. Rcc received a complaint via email. At this time, I do not have any additional information to share. We will need our quality team to investigate further to determine the potential root cause. Currently, we have two reports open to capture the initial incidents you reported: (B)(4) for the incident at and (B)(4) for the incident at. We have not yet received any samples or photos for these reports. Will representative samples from lot: 4178989 still be returned for investigation? As you mentioned, there are now five different issues. Our @productcomplaints team will need to capture additional reports. For clarification, are there five new issues not yet reported to bd, or three new issues since the initial two reported? Please provide the available details for incidents not yet reported to bd, including material number, lot number, sample availability, event date, adverse events, and facility location. We are still having issues with these at our site in. I have not heard of any other problems. I was wondering if you had any more information. I still think it could be an issue with the solumedrol vials or something else but with 5 different issues I should probably start looking into this more.